Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use with the patient. The root cause of this complaint is possibly thrombosis. Thrombosis is a known adverse event listed in the intera 3000 hepatic artery infusion pump IFU and label.

Event description:
Intera oncology received a report from a nurse about a potential pump occlusion. The nurse reported the flow rate was .86ml. A computed tomography angiography (cta) was completed and didn't show any concerns or clots or problems with the catheter. The patient came back on (B)(6) 2025, to be reassessed. The nurse reported the flow rate was still below 1 ml. According to our representative, the nurse accessed the bolus pathway, and it was a little sluggish at first but then flushed without difficulty. The clinic decided to hold off on administering tissue plasminogen activator (tpa). On (B)(6) 2025, the nurse informed intera oncology that the flow rate was resolved back to 1.07 ml/day which was the prior rate. On (B)(6) 2025, the nurse reported the patient's scan was good and showed no radiographic evidence of hepatic disease. The patient will go on a treatment holiday and have glycerin.